Manufacturer narrative:
Product complaint # (B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes joint reconstruction, or its employees that the report constitutes an admission that the product, depuy synthes joint reconstruction, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
After review with hip analyst, the cup/liner disassociated. That would lead to the noise event.

Manufacturer narrative:
Product complaint # (B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Surgeon reported to nca (B)(6): "hip-tep left side on (B)(6) 2013 in our hospital. Since (B)(6)2020, after a rotational movement while working in the garden, patient was experiencing increasing pain and discomfort in the left hip joint. After this, he experienced squeaking noises in the left joint plus functional restrictions and pain under load. Hip-tep right side in (B)(6) 2007; content with this one. The x-ray examination indicated a dislocated inlay of the hip-tep on the left. Revision of left hip-tep on (B)(6) 2020." On (B)(6) 2020 the patient was revised for left hip tilted, dislocated cup insert (disassociation). The liner and cup was revised. Cup insert appears tilted and rotated, now opening in a lateral direction, resulting in impingement of the head at the lateral acetabular margin.

Manufacturer narrative:
Product complaint # (B)(4). Investigation summary: no device associated with this report was received for examination. Review of the attached x-ray images along with the returned liner and femoral head confirmed a disassociation event. The information received will be retained for potential series investigations if triggered by trend analysis, post market surveillance, or other events within the quality system. Depuy considers the investigation closed. Should additional information be received, the information will be reviewed, and the investigation will be re-opened as necessary. Device history lot: lot number was not provided to request manufacturing records.